Manufacturer narrative:
Weight, ethnicity: unknown, not provided. Implant date: if implanted, give date: not applicable, as lens was not implanted. Explant date: if explanted, give date: not applicable, as lens was not implanted. Device evaluation: since product was not returned, the complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed that one additional complaints were received from this production order. However, still waiting for investigation results. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a dcb00 intraocular lens (iol) deployed too far before inserting into the right eye (od). There was patient contact but not sure which part made contact with the patient. There was no medical intervention such as incision enlarged, vitrectomy or sutures required. There was no patient injury. It was indicated that a same model and diopter lens was implanted. No further information is available.